Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: separation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the bending section cover/distal sheath glue was separated. There was no patient involvement.